Manufacturer narrative:
(B)(4). Investigation results: visual examination of the returned complaint device found that the catheter and the balloon of the device had no damages. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole located in the proximal section on the body of the balloon. It is possible that the factors encountered during the procedure, such as the technique used by the physician during the advanced of the balloon and/or the interaction with the scope, causing the balloon pinhole during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the device was attempted to be filled with saline; however, the balloon failed to inflate. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that this balloon had a pinhole; therefore, this is now an MDR reportable event.